Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) USA, alleging that his onetouch ultra mini meter was reading inaccurately high compared to another meter (emergency services meter). The complaint was classified based on customer service representative (csr) documentation, as the patient was unable to be contacted by telephone. The patient stated the meter issue began sometime in (B)(6) 2017, he was unable to confirm the exact date. The patient alleged that he obtained an alleged inaccurately high blood glucose result of ¿463 mg/dl¿ on the subject meter compared to ¿260mg/dl¿ on the other device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient reported that he manages her diabetes with insulin (self-adjuster, vasaglar 80 units and humalog). In response to the alleged inaccurate high results the patient stated that he increased his dose of humalog from one shot to two (number of units in shot were not specified). The patient reported that he did develop symptoms of ¿dizziness and nausea¿, after the meter issue began, but could not confirm exact time/date. The patient alleged that in response to the symptoms, he was ¿rushed to hospital¿, sometime in december 2017. It is not known how the patient was treated. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted that the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms and may have received medical treatment for a serious injury adverse event, while using the product, and the alleged meter issue could not be ruled out as a cause or contributor to the event.